Manufacturer narrative:
The affected fenestrated bipolar forceps involved with this complaint is a field scrap item and will not be returned to isi for further investigation. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, the jaw of the fenestrated bipolar forceps instrument broke. It was unclear whether all damaged parts were salvaged. The procedure was completed as planned. Isi followed up with the initial reporter and obtained the following additional information: the site was performing a vaginal canal incision. The instrument was in use for 2 hours before the issue occurred. The fragments were removed using the da vinci and it was confirmed using an endoscope. The reporter confirmed visually that the fragments were removed. There was no additional surgery or post-operative tests required to remove the fragment. The procedure was completed robotically and no injury to the patient. The instrument was inspected prior to use and no damage was observed. The surgeon believed that the instrument was grasped by an assist instrument causing the fragment to fall. The instrument and fragment(s) were discarded and will not be returned to isi. The reporter did not provide patient demographics.